Event description:
It was reported to covidien on (B) (6) 2008, that a customer had an issue with a catheter, continuous flow. The customer reports the case was done using an 80x30 trellis from an ipsilateral popliteal approach. Excellent clot clearance then angioplastied. Minimal aspirate was achieved on both runs. Pt reportedly had massive I/c bleed 15 hrs after case completed.

Manufacturer narrative:
(B) (4). On march 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We are not expect to receive additional info about this complaint.